Event description:
It was reported the pt had been experiencing difficulties initiating communication between the ipg and both the pt programmer and the charging system. The pt also reported he was unable to turn the system back on after turning it off the night before. External replacement devices did not resolve the issue. The pt reported he had an arterial doppler test (a form of diagnostic ultrasound) but did not report any other incident. Further follow-up indicated, the pt is experiencing an episode of shingles. Surgical intervention to address the scs system issue will be undertaken at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.